Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic treatment, which was completed as planned to use another system. The philips field service engineer (fse) inspected the system onsite and found that the geometry movements were unavailable. Upon troubleshooting, the fse checked the system and found a power failure in the geo iobox unit. The ny unit of the r cabinet needs to be replaced, and the fse confirmed that the arc movement problem was caused by a lack of power output from the ny unit in cabinet r. To resolve the issue, the fse replaced the power supply. The defective spdu fru (single phase distribution unit, field replaceable unit) was returned to philips for failure analysis. During the failure analysis, it was observed that the led in the connector was not lit and the fuse in that connector was defective. The cause of the spdu fru failure was found to be a fuse (electromechanical component) defect. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.